Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was skin breakdown over the ins, exposing the ins. Contributing factors to the event was the patient had lost considerable weight over the last year decreasing the fatty tissue above the ins. Patient also stated they had several falls directly onto the implant site. No troubleshooting was performed. The action taken to resolve the event was the ins was explanted and a new ins was implanted in a newly created pocket away from the original implant site. A tyrx was placed over the new ins. It was noted that the patient stated the leads have provided substantial relief to their pain and would prefer not to have the leads removed. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient¿s indication for use included both pain and urinary incontinence.